Event description:
Literature was reviewed regarding: impact of embolisate penetration, type, and technique on results after standalone middle meningeal artery embolization for chronic subdural hematoma the time frame of this study was: from 2019 through 2022 multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx liquid embolisate deaths occurred in the study population. 12 deaths of unrelated causes within 6 weeks of embolization among patient adverse events included: procedural-related complications: access site hematoma/groin: 2 catheter entrapment: 1 surgical rescue was required in 9 cases (7.7%) due to symptomatic csdh progression at a median time of 20 days after embolization no further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: ma, l., hoz, s. S., doheim, m. F., fadhil, a., sultany, a., al-bayati, a. R., nogueira, r. G.,lang, m. J., gross, b. A.. Impact of embolisate penetration, type, and technique on results after standalone middle meningeal artery embolization for chronic subdural hematoma. Neurosurgery 00:1¿12 2024. Doi: 10.1227/neu.0000000000 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.